Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was corrupted, and it was confirmed by the technical support specialist. A field service engineer (fse) had re-imaged the station, and once the imaging was completed, drawer failures occurred. The fse logged into the station and had the customer attempt recovery. There were no lights visible on the back of drawer 3.13.2. The fse replaced all controller and drawer controller boards and configured them within the storage space configuration. Technical support had been scheduled to dial in and perform the eset process. The customer logged in, accessed the inventory drawers, refilled medications in the towers, and confirmed that the station was functioning as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station database was corrupted. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.